Event description:
The pt had a cardiac arrest at home with prolonged downtime, was resuscitated by ems and brought to the hosp in critical condition. Evaluation of the aicd revealed that it had malfunctioned and was only capturing r wave progression at 0.8 mv. Pt passed away (B)(6) 2018. The pt had multiple underlying conditions on arrival including significant lactic acidosis, metabolic derangements, transaminitis and renal failure.